Event description:
The customer reported that the heart start mrx etco2 port had become detached and pushed inside the device and the etco2 could not be connected. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.